Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump had to be taken out as an infection set up. The patient was in the hospital for 10 days before it was removed on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.